Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. There were no allegations against device longevity or device function.